Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered more than a dozen inappropriate shocks during periods of physical activity and even during rest. On one occasion the inappropriate shock made the patient feel nauseated and dizzy, and so they went to the emergency room but they did not have the equipment to interrogate the device and they were eventually discharged. The repeated shocks caused them anxiety and mental anguish. Fearful of exercise or physical activity, the patient also reports gaining weight. The s-ICD system remains in service. No additional adverse patient effects were reported.